Manufacturer narrative:
Received one used b3300 clave neutral connector connected to one used 2.5 ml single use syringe and one used list #unknown extension tubing. When the syringe was disconnected from the clave, a stickdown was observed. The set was leak tested per product specifications. There was leakage from the stuck down clave. The clave was disassembled and the seal was found to have excessive seal tearing. The returned syringe was measured and met clave compatibility requirements. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device. The direction for use (dfu) states: the clave / microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending. Additional contact information: (B)(6).

Event description:
The event involved a clave¿ neutral connector where the customer reported leaking after medication was given. There was patient involvement, but no patient injury or death reported. No additional information was provided.